Event description:
Supplemental report is being submitted due to the completion of the investigation on 20-mar-26. Additional information provided by the sales rep on 09feb2026: was the product inspected for damage before use? (Kinks etc) - no, it was not inspected prior to use. What was the target location? - the bile duct. Details of the wire guide used (diameter, type, make)? - unknown. Was the zip port facing upwards and slightly curved when backloading the wire guide? - no. What endoscope type and channel size was used? - unknown. Did the patient exhibit difficult anatomy (n/a, tortuous, altered)? - unknown. If altered please indicate the procedure type: - unknown. What was the length and diameter of the stricture? - unknown was the stricture dilated before stent placement? - no. Was the safety wire removed? If yes, at what point was it removed. - the safety wire was not removed. Was resistance encountered when advancing the wire guide to the target location? - unknown was resistance encountered when advancing the delivery system to the target location? (If resistance was felt how did the physician deal with the resistance encountered? - unknown what was the position of the elevator during advancement? - unknown what was the position of the elevator during attempted deployment? - unknown. Was the directional button pressed during use? - an attempt was made to press the button, but it did not work. Was the yellow marker kept in view during attempted deployment? - unknown. Was a stent previously placed at the same or adjacent location? - no. Did any part of the stent contact the patient's anatomy when the complaint occurred? - no. Were any other defects (other than the complaint issue) observed on the device? - no.

Manufacturer narrative:
Device evaluation the evo-fc-10-11-8-b device of lot number involved in this complaint was returned without its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on 19 feb 2026. During the evaluation, the following was noted: visual inspection: safety wire in place on return red marker pass ponr. Introducer examined and clear section of the flexor kinked measuring 15cm from white tip. Slight bunching observed just above clear section of flexor approx 16-18cms from white distal tip. Lock wire appears to be exposed at the kink. Functional inspection: unable to remove the safety wire from the device. Handle actuating fine for deployment and recapture but unable to deploy the stent. Handle opened and outer sheath observed to be separated from the shuttle. Cogs and all other components within the handle are intact. The reported failure was observed. The device underwent a lab re-evaluation with senior manufacturing engineering present on the 04th mar 2026 where the following was noted: engineering confirmed the lock wire starting to protrude at kink on outer sheath engineering confirmed presence of bunching attempted to remove the safety wire but unable to do so attempted to manually deploy the stent - unable to do so and attempts led to additional bunching. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with this lot number. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of historical data confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: the japanese packaging insert c-es1608 supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. This states the following: "this device is a stent that is endoscopically inserted to dilate the obstruction in the biliary tree caused by malignant neoplasm and maintain patency of the biliary tree". There is no evidence to suggest the user did not follow the japanese packaging insert. Imaging (clinical) review an image was not returned for evaluation. Root cause analysis a definitive root cause cannot be concluded. A possible root cause may be concluded based on capa00209 findings. A possible root cause may be attributed to a manufacturing issue as inconsistencies in the coating process which led to higher friction forces for the larger stent sizes has been identified. Bunching, the kinked flexor and the lock wire protrusion noted during the lab evaluation likely occurred during the attempted use due to the high friction force. This would have caused resistance and the need for force to be used in attempt to deploy the stent which could have led to the outer sheath separation observed in the device evaluation and inevitably led to the inability of the handle to move as reported by the user. Confirmation of complaint: the complaint reported by the user was confirmed based on visual/functional inspection. Corrective action/correction CAPA-00209 has been initiated and will document all necessary action required as result of this issue. Summary of investigation according to the initial complaint reported, an attempt was made to use an evo-fc-10-11-8-b for stent placement in the bile duct; however, the handle did not move. Confirmed quantity of 01 x used device. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence, and the patient did not require any additional procedures due to this occurrence. A new product was used to complete the procedure. A possible root cause can be attributed to a manufacturing issue as inconsistencies in the coating process has been identified.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
An attempt was made to use an evo-fc-10-11-8-b for stent placement in the bile duct; however, the handle did not move. A new product was used to complete the procedure. No health hazards was the product inspected for damage before use? (Kinks etc) no, it was not inspected prior to use. What was the target location? The bile duct details of the wire guide used (diameter, type, make)? Unknown was the zip port facing upwards and slightly curved when backloading the wire guide? No what endoscope type and channel size was used? Unknown did the patient exhibit difficult anatomy (n/a, tortuous, altered)? Unknown if altered please indicate the procedure type (e.g., cholodochojejunostomy) unknown what was the length and diameter of the stricture? Unknown was the stricture dilated before stent placement? No was the safety wire removed? If yes, at what point was it removed. The safety wire was not removed. Was resistance encountered when advancing the wire guide to the target location? Unknown was resistance encountered when advancing the delivery system to the target location? (If resistance was felt how did the physician deal with the resistance encountered? Unknown what was the position of the elevator during advancement? Unknown what was the position of the elevator during attempted deployment? Unknown was the directional button pressed during use? An attempt was made to press the button, but it did not work. Was the yellow marker kept in view during attempted deployment? Unknown was a stent previously placed at the same or adjacent location? (If yes, was the complaint stent placed in the stent that/was already in situ?) No did any part of the stent contact the patient's anatomy when the complaint occurred? No were any other defects (other than the complaint issue) observed on the device ? No.